Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm sounded unexpectedly during sleep and the customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment with apple juice provided by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the returned puck and no issues were observed. The returned puck data was extracted using approved software, and extraction was successful. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and testing passed. This indicating that the returned puck did not have any defects that would cause signal/connection issues. There were no observation of signal loss messages or alarms during testing indicating the puck was fully functional. No malfunction or product deficiency was identified during the investigation. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm sounded unexpectedly during sleep and the customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment with apple juice provided by caregiver. There was no report of death or permanent impairment associated with this event.